Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) had x-ray images and believed the pump was flipped but had not been confirmed. The hcp stated that it was difficult to access the port and that the patient had physical challenges that made it technically difficult to refill the pump. The hcp wanted to refill the pump early to add pain medication but could not access the pump. The hcp was to continue troubleshooting the issue. The device system was used to deliver lioresal. Additional information has been requested but was not available at the time of this report.